Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced an increase recharge burden. As a result, the patient underwent surgical intervention on (B)(4) 2017 to have their ipg replaced. Issue has been resolved.